Event description:
It was reported the patient experienced increased incontinence and diarrhea along with back pain. The patient was educated with options such as reprogramming or revision. The patient stated they would follow up with patient care for reprogramming, but no further contact was made. No further complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Product code (d2b) - additional product code qon based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced increased incontinence and diarrhea along with back pain. The patient was educated with options such as reprogramming or revision. The patient stated they would follow up with patient care for reprogramming, but no further contact was made. No further complications were reported.